Event description:
It was reported that the customer was unable to charge the pump using the tandem-provided usb charging cable and wall adapter. There was no adverse impact to the customer's blood glucose level. Reportedly, the customer was able to successfully charge the pump with a secondary usb cable and wall adapter.